Event description:
It was reported that "customer stated that she received holes their her sterile packaging." No patient involvement. 2 devices reported. Associated MDR: 3011137372-2025-00289.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The reported complaint was able to be confirmed by the photo. The customer returned one unit of 20018-m55 taut cholang cath10/bx 4.5 fr tip x 18 for investigation. The returned sample was visually examined without magnification. The device was returned in the original unopened packaging. Upon inspection it was observed that the packaging had been perforated. The hold created a sterility compromise. There was also a crease in the packaging at the site of the hole. This also caused the device to bend in that area. No clear reasoning could be determined for the packaging damage and crease seen in the sample. No other damage was observed to the sample or packaging. No clear evidence of use in the form of biological material was observed on the returned sample. The reported complaint "broken package - sterility compromised" was confirmed based on the sample received. It was observed that the packaging had been perforated on the back side, leading to a sterility compromise. The packaging had also bee n creased in the area, causing the tubing to become bent. A conclusive reason for the damaged and creased packaging could not be determined. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "customer stated that she received holes their her sterile packaging." No patient involvement. 2 devices reported. Associated mdrs: 3011137372-2025-00288 and 3011137372-2025-00289.